Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer had high blood glucose of 464 mg/dl and had and ketones 1.2 mmol/l. Event was mild in nature and the subject recovered without sequel. Subject glucose value raised quickly with no delivery alarm. Both resolved within 1 hour of changing site. Occlusion alarm occurred and also protein plug was noted on infusion set. The insulin pump will not be returned for analysis.